Event description:
I had my thyroid doctor run the igenex test for lyme disease. According to cdc criteria, the test was "negative" for lyme. Igenex listed the test as "positive." My doctor declared that I was not infected with lyme disease going by the cdc. A trained lyme doctor later took my complete medical history and found that I had all the symptoms of lyme and that the test results confirmed that I had lyme. If I would not have made that appointment with the lyme doctor, my health would have continued to decline. As it is, I can barely hold a job and I am in pain constantly. I have had undiagnosed and untreated lyme disease for over 40 years. The cdc criteria for lyme disease testing and diagnosis is terribly outdated and is hurting many people because of the very high percentage of false negative results. The consequences of chronic lyme disease are devastating. I spent (B)(6) on various treatments, invasive testing and protocols before my diagnosis. Each one promised me hope, but all only resulted in wasting my money. I've seen the top specialists in my state. None ever questioned that it might by lyme. None even considered a lyme test. I have suffered terribly and spent at least a year practically bed ridden with the disease. But, because of the lack of awareness for lyme disease doctors are too ignorant to even consider the diagnosis. The cdc is failing the citizens of their country with their failure to provide better direction on testing and symptom recognition. The collusion with the idsa and vaccine manufactures is making the problem even worse.